Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side implant deflation. Device remains implanted.

Event description:
Healthcare professional reported left side implant deflation. Healthcare professional additionally reported in rga the event of "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, wear abrasion, yellow particles, and a linear sharp opening in the same location of crease on posterior side. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a sharp crease opening assessed as a fold flaw opening. Additional, corrected, and/or changed data: h.3., h.6.

Event description:
Healthcare professional additionally reported in rga the event of "any creases". Device has been explanted.